Event description:
It was reported that the right ventricular lead was capped and replaced. A further review of the device data indicated that the ventricular lead polarity changed to unipolar and the lead impedance was out of range. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Information obtained from follow-up reported that the lead was capped and considered unusable because of repeatedly observed rising pacing threshold and impedance. It was also noted that because the patient ¿uses that lead a lot¿ the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted; 5076 implantable pacing lead - (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).